Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery with a 6f 50cm non bsc sheath. The 99% stenosed target lesion was located at the moderately tortuous and moderately calcified right common iliac artery. After a 0.014 x 175cm non bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to the lesion for predilation. It was noticed through angiogram that the balloon would not inflate so the physician checked the pressure gauge on the unspecified indeflator. The pressure would not rise more than 5 atmospheres and was decreasing gradually. The balloon was completely removed from the patient and it was noted that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).